Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the battery in relation to the reported event. Analysis of the battery revealed that it met specifications; the device passed visual examination and functional testing. Log files were not available for evaluation. The reported event could not be confirmed or replicated during bench testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was at the clinic for a routine visit, they mentioned that one of their batteries would not provide power to the controller for more than 90 minutes. The battery was exchanged with no reported patient consequences.